Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusion sets fell off events on 03-june-2024. The first event occurred within few hours of insertion, second, third and fourth event occurred within 2 days of insertion. The blood glucose level was 180 mg/dl at the time of event. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4.